Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Sensor (B)(6) was returned for sensor replacement alert ec1. The returned sensor (B)(6) was tested in-house, and a qc revealed a loss of chemical performance, which confirms the complaint in-vitro. The system correctly disabled the sensor due to performance failure indicated by a reduction of the msp value below the established threshold. Such failures were investigated in rep-1639, which determined the root cause to be oxidation of the sensor's hydrogel. This sensor has the same failure mode and additional investigation is not necessary for this complaint.

Event description:
On may 30, 2023, senseonics was made aware of an incident where the user received an early sensor replacement alert resulting in an early sensor removal.